Manufacturer narrative:
Approximate age of device - 5 years and 9 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that on (B)(6) 2016, interrogation of the patient's system controller revealed pump off events. The patient remained asymptomatic. At the time the log file was collected, it was reported that pump was operating with no alarms. The submitted log file reviewed by the manufacturer's technical services showed multiple pump stops which occurred while the lvad was connected to the power module. Submitted x-rays showed some shield separation at the distal end of the percutaneous lead but nothing remarkable. On (B)(6) 2016, an external percutaneous lead replacement was performed by the manufacturer's technical services representatives. No further issues were reported and the repair appeared to be successful.

Manufacturer narrative:
An external percutaneous lead (lead) replacement was performed and approximately 19 inches of the distal end of the lead was returned for evaluation. Electrical continuity testing of the lead found all wires were electrically intact. Removal of the outer layers revealed breakdown of the braided shield along the length of the lead. Examination of the underlying wires revealed a breach in the yellow wire insulation approximately 2.25 inches from the metal connector in the location of the terminus of the bend relief. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement in this area. If the exposed conductors of the yellow wire contacted the braided shield while the patient was operating on a tethered power source, the resulting short to ground would have caused the low speed alarms and pump stoppage events recorded in the submitted log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.